Event description:
A discordant calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After instrument data evaluation, the ccc determined that the instrument displayed a failed pneumatic test. The ccc aligned the server 3 probe, performed an air elimination test and primed the server 3 probe. The ccc also ran a system check on sample probe 3 and reagent probe 5. The cause of the discordant calcium result is unknown. The ccc successfully reset and reran server 3 qc. The instrument is performing within specifications. Further evaluation of the device is not required.